Event description:
The patient has a history of hypertension, hypertrophic cardiomyopathy s/p dual-chamber ICD implant with a sprint fidelis right ventricular (rv) lead two years ago for primary prevention. The patient also had a renal transplantation one year ago, complicated by acute tubular necrosis (atn), 2a rejection and still has residual vasculitis. His device has been routinely checked per FDA recommendations with no problems. However, over the past month or so, he had been experiencing sharp, burning pain and itchiness in the superficial area of his generator and did experience one ICD firing. He also noticed some thinning of the scar as well as more palpable sensation of his device wires and header. He was scheduled for pocket revision today, however, his rv lead was noted to be oversensing. He underwent extraction of the old system and implantation of a new dual chamber ICD. His device is a medtronic set at dddr - aair 50-150, vt monitor at 167, vf 200, vt 250. Defibrillation threshold (dft) was 10 joules. The ICD rv and right atrial (ra) leads were removed. The rv lead was removed on purpose and the ra lead was dislodged by accident when removing the rv lead. The patient was discharged home with no complications.